Event description:
During an alif procedure, assistant surgeon and neuro surgeon had difficulty using the synframe ring calm to attach to the retractor ring. The ring clamp began to slip and not hold in place. The assistant surgeon and neuro surgeon used eight different synframe ring clamps and had difficulty with all eight of them. The procedure was completed and no harm to the pt. The procedure took an additional 10 to 15 minutes to complete. This is 7 of 8 reports for this event.

Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was rec'd with no visible damages. A function test according to the test instruction was made and the clamps were checked. No discrepancy to the specification was found; it was possible to attach the clamps and they did hold as required. No mfg related fault could be detected. The mfg records were reviewed and no complaint related issues were found.